Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump was received with minor scratched display window. The insulin pump was received with partially broken reservoir tube lip. The insulin pump was received with missing reservoir tube lip o-ring. (B)(4).

Event description:
The customer reported via phone call that they received a button error alarm. It was also found the insulin pump was flashing and vibrating. The customer's blood glucose was 106 mg/dl. The customer could not recall any significant events leading to the alarm. Customer reported leaving the insulin pump in the shower. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.